Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that high pacing impedance measurements and loss of capture were observed on the right ventricular (rv) lead. X-ray showed a little bulb within the lead insulation. The field representative reported that there was no further information available if the out of range measurement was suspected to be a lead issue as this involves a lead which has been deactivated since 2007. It was not known if other leads were present and it was not known what the thoughts in 2007 on this case were. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead returned was only the proximal segment and was noted to be severed. There was an extra insulation in the lead lumen at 30 mm from the terminal pin. This lead passed the continuity test with manipulation. No other tests were performed. Laboratory testing was able to confirm the reported clinical observation of extra insulation of the lead. Laboratory analysis did not confirm any lead characteristics that would have caused or contributed to the additional reported clinical observations.